Event description:
Rptr indicated that the pt's device had migrated to the axilla area and had been painful for the past several mos. It was also reported that the device was protruding underneath the pt's skin; however, the device had not broken through the skin. The pt was given medication for pain and was scheduled for follow-up with neurosurgeon for possible revision surgery.